Event description:
On (B)(6) 2011 last visit showed> 2500 ohm impedance. This was reset. Today shows ac> 40%. Thresholds appear to be stable though. Program ac off and input fixed outputs that provide a 2 x safety margin. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).